Manufacturer narrative:
The reported event was unable to insert stylet into lead, which was confirmed. X-ray examination revealed an overtorqued inner coil at the connector region, consistent with procedural damage. The stylet returned from the field was inserted into the connector pin and an obstruction was noted at the location of the overtorqued inner coil. The cause of the reported event was isolated to the overtorqued inner coil at the connector region.

Event description:
During implant procedure, the stylet was unable to be inserted into the right atrial (ra) lead. A new lead was implanted to resolve the event. The patient was stable with no adverse consequences.